Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 19cm glidepath d/l catheter in two segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted to the distal end of the catheter and proximal end of the distal catheter segment. The edges of the complete circumferential break on the distal end of the catheter were noted to be uneven and the surface was noted to be round and smooth in one region and granular in the other region. Therefore the investigation is confirmed for the reported fracture and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 06/2024), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eleven months and twenty-nine days post a dialysis catheter placement, the dialysis catheter allegedly broke upon removal. Reportedly, the patient went to the interventional radiology the catheter was removed. There was no reported patient injury.

Event description:
It was reported that eleven months twenty-nine days post a dialysis catheter placement, the dialysis catheter allegedly broke upon removal. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.